Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and under water pressure leak testing was performed and the bag was noted to be leaking around the printing area. The reported condition was verified. The cause was a manufacturing issue during the printing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked from the port. The port was observed to have unspecified damage. The device was filled with an unspecified volume of bupivacaine. There was no patient involvement. No additional information is available.